Event description:
Customer alleged broken motor mount. No injury alleged.

Manufacturer narrative:
(B)(4) 2012. RMA has been initiated for this issue. Model solo bed, lot number/date code (B)(4) is approximately 4 years and 9 months old. The owner's manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer resides in a facility, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged a malfunction, the motor mount is allegedly broken. No injury alleged. The product is to be returned to the manufacturer, invacare continuing care - (B)(4) health care in (B)(4) for an inspection and evaluation.